Event description:
Patient received zometa through piv (peripheral intravenous). With last 20-30 cc of infusion, fluid from the primary nss (normal saline solution) fluid bag was dripping concurrently with fluid from the secondary zometa bag. Tried repositioning pole, lowering primary bag, disconnecting and reconnecting cstd (closed system transfer device), laying connector flat on top of pump, etc. Still pulling from both bags. Stood with patient and clamped primary fluids by hand to stop from dripping. Patient able to get remainder of zometa except for what was left in the drip chamber. Once in the drip chamber, the pressure of clamping the primary fluids appeared to increase in the tubing. The tubing started pulsating close to the patient and patient reported she could feel the pulsating in her IV. Tubing unclamped and fluid immediately started to backflow into the zometa drip chamber and bag.